Event description:
Boston scientific received info that this pacemaker and dextrus leads system was extracted due to infection. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this event will be updated.